Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Admitting diagnosis and any relevant medical history: ischemic cerebrovascular accident (cva), prolonged hospital stay (admitted (B)(6) 2021), bacteremia, tracheostomy, pus drainage, bleeding from tracheostomy site.

Event description:
It was reported a (B)(6) female allegedly received an overinfusion of fentanyl from approximately 16:03 to 17:30 on (B)(6) 2021. The patient was reportedly receiving fentanyl, 5000mcg/100ml at a dose of 75 mcg/hour, that began on (B)(6) 2021, just after midnight. It was then stopped and discontinued by the nurse on (B)(6) 2021 around 0800, according to hl7 data. Per the customer, the infusion set was left in the module. On that same day, at 1603, a user allegedly started d5 normal saline solution (d5nss) at 100 ml/hour using interoperability. It is suspected that the nurse scanned the incorrect module and restarted the fentanyl at 100 ml/hour inadvertently. While the nurse was checking the lines, she traced the lines for the d5nss and fentanyl and then realized that fentanyl was infusing and not the intended d5nss. There is documentation on the medication administration record (mar) that the fentanyl was stopped for the second time at 1730 but the interoperability data showed the infusion was paused at 1705. The customer confirmed the cause of the event was a user error and not related to the alaris device itself. Upon discovery of the event, the patient was given two doses of naloxone to counteract the event. The patient coded 3 hours later due to tracheostomy tube found to be in a false lumen, acls was given and the patient achieved return of spontaneous circulation (rosc). The patient died on (B)(6) 2021 at 1120 from an undocumented cause of death. There was no autopsy performed on the patient. The customer stated that it was not reported there was a patient event with the devices until after the devices had been returned into hospital circulation. The customer was not able to pull keystroke or log information.

Event description:
It was reported a (B)(6) year old female allegedly received an overinfusion of fentanyl from approximately 16:03 to 17:30 on (B)(6) 2021. The patient was reportedly receiving fentanyl, 5000mcg/100ml at a dose of 75 mcg/hour, that began on (B)(6) 2021, just after midnight. It was then stopped and discontinued by the nurse on (B)(6) 2021 around 0800, according to hl7 data. Per the customer, the infusion set was left in the module. On that same day, at 1603, a user allegedly started d5 normal saline solution (d5nss) at 100 ml/hour using interoperability. It is suspected that the nurse scanned the incorrect module and restarted the fentanyl at 100 ml/hour inadvertently. While the nurse was checking the lines, she traced the lines for the d5nss and fentanyl and then realized that fentanyl was infusing and not the intended d5nss. There is documentation on the medication administration record (mar) that the fentanyl was stopped for the second time at 1730 but the interoperability data showed the infusion was paused at 1705. The customer confirmed the cause of the event was a user error and not related to the alaris device itself. Upon discovery of the event, the patient was given two doses of naloxone to counteract the event. The patient coded 3 hours later due to tracheostomy tube found to be in a false lumen, acls was given and the patient achieved return of spontaneous circulation (rosc). The patient died on (B)(6) 2021 at 1120 from an undocumented cause of death. There was no autopsy performed on the patient. The customer stated that it was not reported there was a patient event with the devices until after the devices had been returned into hospital circulation. The customer was not able to pull keystroke or log information.

Manufacturer narrative:
Although the device did not malfunction, the user error was associated with the use of the device and under the ¿caused or contributed¿ definition, a death MDR would be appropriate with a rationale that indicates it was a user error.